Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 98 mg/dl, and the meter bg reading was 459 mg/dl. Customer's ketone level was 54 mg/dl. Customer was not feeling well and vomited. Customer was transported via ambulance to the hospital. Although requested, hospital treatment was not provided. Customer was admitted to the hospital for 1.5 days. Customer changed the sensor and customer "feels well now".